Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event took place in the united states. On (B)(6) 2025, the patient reported two separate incidents where infusion sets were inserted without removing the needle guard. These events occurred within a 3-hour timeframe. The insertion sites were the left leg and right abdomen. As a result, the patient experienced elevated blood glucose levels, which were subsequently managed through the administration of correction boluses. No further information available.